Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the during thrombectomy/stroke case at middle cerebral artery while preparation the guidewire (subject device) shredded, and a small piece of metal came away from distal section. There was a surgical delay of less than a minute. The physician replaced it with a new device and continued the procedure successfully without clinical consequences to the patient.

Event description:
It was reported that the during thrombectomy/stroke case at middle cerebral artery while preparation the guidewire (subject device) shredded, and a small piece of metal came away from distal section. There was a surgical delay of less than a minute. The physician replaced it with a new device and continued the procedure successfully without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added.d4 expiration date - added.there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing cannot be performed.the reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that no damage was noted to the packaging prior to preparation of the device, no anomalies were noted to the device during initial inspection and preparation, the device was prepared as per the dfu, and the coating issue (peeling/flaking) was noted during preparation. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to as reported guidewire ptfe coating peeling.